Event description:
The device was used during a procedure on the rectum. Reportedly, the staple line was incomplete and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.